Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented with an unspecified infection. The vegetation on the left ventricular (lv) lead was visualized with a transesophageal echocardiogram. The physician explanted the system implantable cardioverter defibrillator (ICD), right atrial lead, right ventricle lead and lv lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received. A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.